Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that mesh was implanted in 2006 for incisional hernia from appendix surgery a year ago. He is experiencing some soreness or tenderness at the site.